Manufacturer narrative:
This product is an old model called mark ii.

Event description:
According to available information, this device was explanted and replaced due to an unspecified malfunction. No adverse patient effects were reported.